Event description:
Customer received false negative results using the cue covid-19 test for home and over the counter (otc) use (unknown cartridge sn, lot number, reader sn). Customer tested positive with rapid antigen and pcr tests after each cue negative test. Cue health technical support representative followed up with customer for further information; however, customer did not respond to representative's 3 follow up attempts.

Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Investigation could not be completed due to lack of information. Customer did not provide the cartridge serial number for the false negative tests.